Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional data- b5, d6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon removed screws and plate, the wound then began healing.

Manufacturer narrative:
Date of event is an unknown date in (B)(6) 2020. Reporter is a synthes employee. Part: 806.004.02s, lot: 6l90927, manufacturing site: (B)(4), release to warehouse date: june 16, 2020, expiry date: april 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Picture review: there are some portions of rapidsorb implants visible, however, the provided picture does neither allow verification of the complaint condition (early absorption, allergy) nor does the review allow for any determination of the root cause. Hence, the complaint is rated as n/a in the confirmed field. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient was given intracranial space-occupying brain tumor resection on (B)(6) 2020. On (B)(6) 2020, the patient felt headache. On (B)(6) 2020, there is exudate with little blood in the head incision. On (B)(6) 2020, after removal of gauze and suture, it was discovered that the implants had been absorbed. Patient was treated with drainage, regular dressing changes, compression dressing, and anti-infection drug therapy. Revision surgery is planned following healing of the scalp wound. The patient is stable and in hospital now. This report is for a 2.0mm rapid resorbable cortex screw 4mm-sterile. This is report 3 of 3 for (B)(4).